Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the patient had surgery on (B)(6) 2013 to treat a transverse fracture of the right acetabulum. After returning home, the patient fell and returned to the ER with a displaced fracture of the right acetabulum. All the original hardware was intact. The patient underwent a revision surgery on (B)(6) 2013 to treat the displaced fracture. One plate from the original surgery and fourteen screws were removed. The fracture was reduced and additional plates and screws were implanted to stabilize the fracture. This is report 12 of 15 for complaint (B)(4).